Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that there was pain across the patient's back that she or the doctor attributed to the implantable neurostimulator (ins) location. The patient suspected weight loss might have attributed to the event; she lost approximately 40 pounds. An x-ray was taken by the doctor and no other troubleshooting was done. There was fluid behind the ins and the doctor referred to it as a bursa. It was clear like water and there was no infection. The doctor decided to replace the ins and move the pocket location slightly to the left, and put the new ins deeper. The issue was resolved at the time of the report. Pain across the back had not occurred since the ins was moved. There was no bursa reported after the revision.